Event description:
The sales rep reported that the customers healix advance br 5.5 mm - 3 suture w/orthocord had disintegrated after 6 months. The surgeon had to perform a revision of the procedure on (B)(6) 2015 as the original rotator cuff repair came completely apart due to the faulty anchor, and the patient was still in pain after 9 weeks of the original procedure. The surgeon used 2 metal anchors to complete the revision with no delay and no patient consequences.

Manufacturer narrative:
The complaint device is not being returned, therefore, unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that the customers healix advance br 5.5 mm - 3 suture w/orthocord had disintegrated after 6 months. The surgeon had to perform a revision of the procedure on (B)(6) 2015 as the original rotator cuff repair came completely apart due to the faulty anchor, and the patient was still in pain after 9 weeks of the original procedure. The surgeon used 2 metal anchors to complete the revision with no delay and no patient consequences.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.